Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient's body without problem and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.